Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via a merlin.net transmission and was found to have received inappropriate high voltage therapy. Programming changes were discussed and the patient was stable throughout.